Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The associated multi-function cable and a retained sample of electrode pads were evaluated with no discrepancies noted. Follow-up communication with the customer revealed that the electrode pads were not attached to the patient at the time of the malfunction. It has been determined that the device operated as designed by alerting the end user with a "check pads" message. There is no evidence to suggest a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.